Event description:
It was reported that the patient under-treated a declared meal, then consumed candy to compensate and subsequently overtreated a low, resulting in a roller coaster of highs and lows, with a documented nadir of 54 mg/dl; the device did not generate alerts or alarms, and troubleshooting and education were completed, including guidance to use 15 grams of fast-acting carbohydrates and reassess after 15 minutes, and to treat lows upon device alert. Symptoms included hypoglycemia. Outcomes included transient low blood glucose without hospitalization. Investigation included case review and user counseling on appropriate hypoglycemia treatment and timing of interventions. Investigation of this case revealed user management issues related to overtreatment of hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.